Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the water nozzle missing glue, and the bending rubber leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle glue falls into the human body. Therefore, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).